Event description:
The customer reported the sys displayed a communication error. This error will cause the sys to lockup or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys, but no conclusion can be drawn as repair info is not available.